Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name# tibial component; cat# unknown; lot# pin 1299. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.

Event description:
The following was reported: as reported: "we have received a request from surgeon to revise a distal femoral replacement. The surgeon would like to replace the proximal tibial component. He has provided the original operation drawing; imaging is still not received from the hospital. Please see the patient¿s details: surgeon has not indicated the reason for revision but asked specifically for matching distal femoral components as well. This is a stanmore hinge knee component in situ as per the op drawing. Planned surgery date ¿ (B)(6) 2025." Left side.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding revision involving a patient specific, tibial component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: as reported: "we have received a request from surgeon to revise a distal femoral replacement. The surgeon would like to replace the proximal tibial component. He has provided the original operation drawing, imaging is still not received from the hospital. Dr. Has not indicated the reason for revision but asked specifically for matching distal femoral components as well. This is a stanmore hinge knee component in situ as per the op drawing. Planned surgery date ¿ (B)(6) 2025." Left side. The reason for revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.